Manufacturer narrative:
H10: additional manufacturer narrative. Updated a2 and d6 per new information received.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device was returned for evaluation. Customer reports of stenosis and host tissue overgrowth were confirmed. X-ray demonstrated wireform intact, moderate calcification on leaflet 3, and minimal calcification on leaflets 1 and 2. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­9mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­7mm on leaflet 2 at the outflow aspect . Host tissue on the stent circumference was minimal to moderate at both the inflow and outflow aspects. Host tissue fused leaflets 2 and 3 by approximately 6mm at commissure 3 on the outflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. All three leaflets were thickened and swollen near the commissures. Hematomas were observed on leaflet 1 on the outflow aspect. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received information that a 23mm aortic valve, implanted approximately six (6) years and ten (10) months, was explanted due to aortic stenosis secondary to host tissue growth. A 23mm valve was implanted with no adverse patient events. The patient status was reported as ¿recovering¿. As reported, upon explant, host tissue was encroaching onto the valve and especially on the subvalvular tissue. The doctor commented that this explant was device related.

Manufacturer narrative:
H10: additional manufacturer narrative updated h6 per new information received the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.